Manufacturer narrative:
H11: manufacturing review: the device history records have been reviewed, and this lot met all release criteria. Investigation summary: the physical device was not returned for evaluation. Two electronic photos were provided and reviewed. The two photo shows multiple maxcore devices placed inside the package. As three follow-ups are made and no response from the customer, the other device will not be considered as a part of investigation. Based on the photo review the reported event for three devices cannot be confirmed. Therefore, the investigation is inconclusive as the provided photo evidence does not support the reported failure to fire. A definitive root cause for the failure to fire could not be determined based upon the provided information. A quality event was initiated to investigate the increase in maxcore complaints regarding the firing problem and failure to fire. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. G3, h6 (method, result, conclusion). Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent ultrasound guided kidney biopsy procedure through normal density tissue by using maxcore device. It was reported that during the procedure the outer cannula of the device allegedly failed to fire. No coaxial needle was used. The procedure was completed using another device. There was no reported patient injury.

Event description:
On (B)(6) 2025, a patient underwent ultrasound guided kidney biopsy procedure through normal density tissue by using maxcore device. It was reported that during the procedure the outer cannula of the device allegedly failed to fire. No coaxial needle was used. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records was performed. The device has not been returned to the manufacturer for evaluation. However, photos were provided for review. The investigation of the reported event is currently underway. Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.